Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was brought to the emergency room and then admitted to intensive care unit due to hyperglycemia, diabetic ketoacidosis, weakness and vomiting, on (B)(6) 2019 with blood glucose level was 399 mg/dl and treat with intravenous insulin and fluids at hospital. Unable to did further troubleshooting for the insulin flow block and high blood glucose since customer was in intensive care unit and insulin pump was disconnected. Customer stated that the insulin pump passed self test. The insulin pump will be and other devices will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).